Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " broken femoral impactor" the product was not returned to depuy synthes; however photos were provided for review. (B)(4)¿. The photo investigation revealed that '((B)(6), retaining stem inserter) had broken femoral impactor tip. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 259807570. Retaining stem inserter. Lot# ab4949979. 1) quantity manufactured: (B)(4). 2) date of manufacture: 22 nov 2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200721 rev j. Corrected: d4 primary UDI number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to information received, broken femoral impactor. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that a fragment of the tip was broken off. Broken fragment was not returned for analysis. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion and a off-axis impaction force. Furthermore, surface of the device was observed nicked and with deep dents. This type of damage is consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. Additionally, the threaded rod weldment was not returned within the device; a potential cause for this condition cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 259807570 retaining stem inserter lot# ab4949979 1) quantity manufactured: 75 2) date of manufacture: 22 nov 2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: 090200721 rev j

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femoral impactor broke.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " broken femoral. Impactor" the product was not returned to depuy synthes, however photos were provided for review. See attachment ¿(B)(4). The photo investigation revealed that '(259807570, retaining stem inserter) had broken femoral impactor tip. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 259807570. Retaining stem inserter. Lot# ab4949979. Quantity manufactured: (B)(4). Date of manufacture: 22 nov 2019. Any anomalies or deviations identified in DHR: none. Expiry date: n/a. IFU reference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Removed patient code foreign body & pe code functional : foreign body left in patient. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to information received, broken femoral impactor. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that a fragment of the tip was broken off. Broken fragment was not returned for analysis. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion and a off-axis impaction force. Furthermore, surface of the device was observed nicked and with deep dents. This type of damage is consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. Additionally, the threaded rod weldment was not returned within the device; a potential cause for this condition cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :259807570, retaining stem inserter lot# ab4949979, 1) quantity manufactured: (B)(4). 2) date of manufacture: 22 nov 2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: 090200721 rev j.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: 1. Was there a surgical delay? If yes, what is the duration of the delay? R.: no. 2. Did it break into two or more pieces? If no, please specify the alleged deficiency of the instruments. Were they bent, stripped, cross threaded, etc.? R.: yes. 3. Were all pieces of the broken instrument retrieved from the patient? R.: no parts were left in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " broken femoral impactor". The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿(B)(4) . The photo investigation revealed that '(259807570, retaining stem inserter) had broken femoral impactor tip. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 259807570. Retaining stem inserter. Lot# ab4949979. Quantity manufactured: (B)(4). Date of manufacture: 22 nov 2019. Any anomalies or deviations identified in DHR: none. Expiry date: n/a. IFU reference: (B)(4) rev j.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.